Event description:
It was reported that an alert was recorded for high hv lead impedance. The physician performed an hv lead impedance check (hvlic) and the impedance was normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.